Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/14/2017 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact; all the buttons were responsive during the investigation. The keypad cover was removed and there was no contamination or physical damage found. There was evidence of moisture on the keypad flex connector. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and there was corrosion in the compartment. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The investigation was unable to duplicate the initial complaint about an under responsive keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) of 27mg/dl associated with a keypad button response issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued pump therapy. The reporter noted that the down arrow and ok keypad buttons were under-responsive and the up arrow button was over-responsive, leading to both over-delivery and under-delivery. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a keypad button response issue.